Event description:
Reportedly, the patient with history of hypertension, prior coronary artery pci, persistent af, syncope, and ventricular rhythm disorder was implanted with the subject ICD without any complications. Follow-ups after 1 and 3 months of implantation showed normal behavior. On (B)(6) 2017, the patient was reportedly admitted in the hospital due to mitral valve endocarditis, which became systemic infection. Physicians discussed about the possibility to proceed to an intervention but few weeks before the patient had a stroke and the use of a heart-lung bypass seemed to be complicated. In the meantime, the patient had a cardiac arrest on (B)(6) 2017 and died on (B)(6) 2017. Physician reportedly confirmed that the death was not device-related. Reportedly, the device was explanted and destroyed by the local mortuary services. No further investigation could be performed, because neither the ICD nor the programmer files could be retrieved for analysis.

Event description:
Reportedly, the patient with history of hypertension, prior coronary artery pci, persistent af, syncope, and ventricular rhythm disorder was implanted with the subject ICD without any complications. Follow-ups after 1 and 3 months of implantation showed normal behavior. On (B)(6) 2017, the patient was reportedly admitted in the hospital due to mitral valve endocarditis, which became systemic infection. Physicians discussed about the possibility to proceed to an intervention but few weeks before the patient had a stroke and the use of a heart-lung bypass seemed to be complicated. In the meantime, the patient had a cardiac arrest on (B)(6) 2017 and died on (B)(6) 2017. Physician reportedly confirmed that the death was not device-related. Reportedly, the device was explanted and destroyed by the intensive care unit. No further investigation could be performed, because neither the ICD nor the programmer files could be retrieved for analysis.

Event description:
Reportedly, the patient with history of hypertension, prior coronary artery pci, persistent af, syncope, and ventricular rhythm disorder was implanted with the subject ICD without any complications. Follow-ups after 1 and 3 months of implantation showed normal behavior. On (B)(6) 2017, the patient was reportedly admitted in the hospital due to mitral valve endocarditis, which became systemic infection. Physicians discussed about the possibility to proceed to an intervention but few weeks before the patient had a stroke and the use of a heart-lung bypass seemed to be complicated. In the meantime, the patient had a cardiac arrest on (B)(6) 2017 and died on (B)(6) 2017. Physician reportedly confirmed that the death was not device-related. Reportedly, the device was explanted and destroyed by the intensive care unit. No further investigation could be performed, because neither the ICD nor the programmer files could be retrieved for analysis.